Manufacturer narrative:
Concomitant products: n-2532, n-2532 monosof* 9-0 blk 13cm mv1004x12 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: n-2532, n-2532 monosof* 9-0 blk 13cm mv1004x12 (lot#:mv-100-4), n-2532, n-2532 monosof* 9-0 blk 13cm mv1004x12 (lot#:d3h2084y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a deep inferior epigastric perforator (diep) breast surgery, the needle of the two sutures detached from the thread and flicked in the air after mounting into a microvascular needle holder. The two needles fall into the patient's cavity. The surgeon only managed to find one needle after searching everywhere; the second needle was not found. No x-ray was performed as the consultant deemed it too risky to move the patient to an ¿x-rayable¿ trolley at the time. To complete the case, another suture was used.